Event description:
During an atrial fibrillation procedure in the left atrium, a pericardial effusion occurred requiring a pericardiocentesis. During ablation, the generator interrupted power delivery several times because the impedance cutoff was reached (20 ohms/1s / power settings were 50w/11s). The catheter was removed from the patient and inspected. The physician noticed that the cool point tubing set and catheter were flushed but no irrigation fluid was dripping out of the catheter. The catheter was flushed again, and irrigation fluid was as expected from the irrigation holes. The catheter was reinserted and ablation continued. A short time later, the physician mentioned that he possibly had a steam pop while ablating anteriorly between the left pulmonary veins. During this ablation lesion, the catheter tip temperature rose and ablation was interrupted by the generator (temp guard off, temperature cutoff on). The abbott rep proposed the catheter be exchanged which the physician declined as he was about to end the procedure. It was then decided to lower the power settings (40w). A post procedure ultrasound revealed a pericardial effusion. At this time, the patient was in a hemodynamically stable condition. Several minutes later the patient¿s condition became unstable, heart rate was 30 bpm, oxygen saturation was low and developed a cyanosis. A second ultrasound examination showed that the pericardial effusion had increased significantly. A pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU). Additional field information also indicated that ablations were performed with an rf power up to 50w. The IFU also warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence.¿ however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and pericardial effusion could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.